Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the device interacted with the moderately calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the 2.8x19mm graftmaster covered stent failed to cross the left anterior descending coronary artery lesion due to anatomy which was moderately calcified and moderately tortuous. Another graftmaster covered stent was used to treat the perforation. The patient experienced no untoward effects as a result of the failure to cross and there was no clinically significant delay in the procedure. No additional information was provided.